Event description:
The patient reported that the down arrow button was not responding with every button press. The patient confirmed that the keypad was intact but stated that the ok button was worn. The patient reportedly wore the pump in a pump skin on the outside of clothing and occasionally cleaned the pump with a damp cloth.

Manufacturer narrative:
Follow-up #1 date of submission 12/09/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive. The down arrow button contact was observed to be inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.